Event description:
Customer reported that the technique was driven to minimum and brightness to maximum while taking a shot during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded software, reseated circuit boards, and replaced the video controller board. System operates as intended.